Manufacturer narrative:
Field service engineer (fse) confirmed e-cal error as reported by customer and replaced the collimator per service manual. Fse checked for proper operation per service checklist (B)(4) and returned unit to the customer for full service.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during a stone removal procedure the system fluoro failed with a collimator error. The collimator override did not work. The physician was able to complete the procedure with a stone basket removal and the endoscope. No reported injury.